Event description:
It was reported that the doctor has extreme difficulty trying to fire the device. The doctor had to use a lot of force to fire the device. The stapler was eventually fired. The device was discarded by the hospital staff. The procedure was completed with another cdh33 with no consequence to the patient.